Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), while the patient's non-boston scientific right ventricular (rv) lead lead was still connected to the patient's previous pacemaker, and a new rv defibrillation lead was connected to this ICD, pacing inhibition was observed for greater than 5 seconds. Boston scientific technical services (ts) discussed that the only thing that would cause inhibition of pacing of both devices would be outside interference. The patient's new rv lead also exhibited increased thresholds, thus the physician elected to use the patient's chronic rv pacing lead, and this required a new device due to a df-4 connector. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.